Event description:
It was reported, the pt had an increased recharge burden. A replacement charging system was provided to the pt. F/u identified the pt was using the new charging system but had to recharge the ipg each day. It was reported the pt was to contact the physician for an ipg replacement when it was convenient for a procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.